Manufacturer narrative:
MFR has not received the product and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unk) the device would not discharge. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.